Event description:
It was reported by a health care professional that a pump system was explanted on (B)(6) 2011 due to a "catheter malfunction." The pump was used with lioresal it at a daily dose of 995.7 mcg and a concentration of 2,000. No pt injury was reported and the outcome was "recovered without sequela." Additional info has been requested and will reported if it becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.